Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient had been receiving multiple red heart and yellow wrench alarms for low beat rate and power limit advisory. Waveforms were submitted and analysis revealed signs of possible bearing wear.

Manufacturer narrative:
The patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.